Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
New information received noted that the patient was stable post procedure, and has since been discharged.

Manufacturer narrative:
A partial lead was returned in two pieces. The connector portion measured 8.0 cm while the middle portion measured 23.0 cm (silicone tubing and optim sheath) 25.5 cm (inner coil, rv, re, svc cables and ptfe liner). The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented in clinic after falling out of bed. A possible syncopal episode was suspected. Upon interrogation of the patient's implantable cardioverter defibrillator, non capture was noted on the patient's right ventricular lead. Radiographs showed no evidence of lead displacement. The patient was pacer dependent. Programming changes were made. The lead was explanted on (B)(6) 2019 and replaced on (B)(6) 2019.